Manufacturer narrative:
(B)(6). DHR review ¿ DHR review for sterile part: manufacturing location: (B)(4). Manufacturing date:7th march 2014. Expiry date:1st february 2024. DHR (non-sterile): 446.234 - 7576185. Manufacturing site: (B)(4). Date of manufacture: 01/14/2014. Expiration date: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 7576185 of 1.5mm ti t-plate 4 holes head/8 holes shaft was processed through the normal manufacturing and inspection operations with no rework noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient weight is unknown. It is unknown if the complainant plate was implanted during the surgical procedure. Larger incision that was required due to the fragmented screw. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a cortex screw sheared at its head during a proximal phalange fracture procedure of the left index and ring fingers. The shearing occurred as the surgeon attempted to tighten the cortex screw after placing the t-plate. The shaft portion of the cortex screw remained in the bone, so the surgeon made a slightly bigger incision in the surgical wound to remove the broken piece. The operation was prolonged for sixty (60) minutes. This report is 2 of 2 for (B)(4).